Manufacturer narrative:
(B)(4): shroud. The analysis results found that one ec60 device was returned with the handles open and without a reload present. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a lap sigma procedure, the device did not fire at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.